Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2025 at the quick release. The insertion site was the upper thigh. Infusion set was used for one day. No further information available.